Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra ping meter had a fading display issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged display issue has been ongoing for the last 2 months, prior to her contacting lfs. The patient manages her diabetes with insulin pump therapy and stated that she took an unknown amount of additional insulin as she was unable to read the result clearly. The patient denied that she developed any symptoms and no medical intervention was reported. The patient denied that she obtained a blood glucose result on another device. At the time of troubleshooting the cca noted that there was no misuse of the product and it was not the first time the meter was being used. Cca noted that the patient had a backup meter. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.